Manufacturer narrative:
**UDI related data quality updates only** as we received an email time-stamped saturday, july 9, 2024 9:54 am at our end from (B)(6), MDR data systems team, to inform us that information about the suspect medical devices involved in the reported events, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a was missing. After comparing the information in the previous submitted MDR with that of asahi gaia next 2 in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: d1: brand name - from gaia next 2 to asahi gaia next 2. D3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from no entry to ah14r020p. Catalog # - from ah14r020p to no entry. G1: contact office - from asahi intecc co., ltd. To asahi intecc co., ltd. G1: email - from (B)(4) to complaint@asahi-intecc.com. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the lot # as well as the unique device identifier (UDI) # could not be obtained.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. An asahi gaia next 2 guide wire was returned for investigation. The outer coil of the returned gaia next 2 was found disarranged due to accumulated torsion at approximately 75-90mm from the proximal solder that was originally located at 150mm from the wire tip for the purpose of fixing the outer coil onto the core wire. The inner coil and the core wire were found curved and fractured at approximately 145mm distal to the proximal solder. The inner coil and the core wire were coming out of the elongated outer coil. The gaia next 2 tip was observed at the very distal end of the outer coil, suggesting that the outer coil remained in one piece without fracture. The outer coil was then removed to observe the distal core fracture surface. The inner coil and the core wire were found fractured at approximately 5mm from the distal end. Microscopic observation found that each of the core fracture ends was twisted and had a flat fracture surface likely due to accumulated torsion, indicating that the inner coil was tightened and eventually fractured. Although the core of the returned gaia next 2 was fractured at approximately 5mm from its tip while its outer coil was elongated, it was concluded that the entire guide wire was returned based on length measurement of the core and observation of the core fracture ends. Lot history review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and the above investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the distal segment of the subject gaia next 2 while its distal segment had been caught in the heavily calcified cto. Consequently, the core wire and the inner coil wire were twisted off together. Tensile stress generated with wire removal probably made the outer coil wire to elongate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi gaia next 2 guide wire got stuck in a calcified lesion during a procedure for chronic total occlusion (cto) in an unspecified segment of the coronary artery. When the guide wire was removed, it was found fractured. The guide wire was replaced and the procedure was completed. There were no patient complications or adverse effects attributed to the reported case.